Event description:
One endeavor sprint drug eluting stent was used to treat a lesion in the 1st obtuse during the index procedure. An angiographic complication of perforation occurred during the index procedure. The event was not assessed for relatedness with the study device.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure (perforation). (B)(4).